Event description:
A surgeon reported that an unspecified "system fault" occurred during a cataract surgery. The sys was rebooted but the screen was blank. Following an hour delay and a sys exchange, the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).